Event description:
It was reported that during a gynecologic laparoscopy when the device was slid through the trocar and the jaws were opened in the wound, it was noticed that a white particulate matter fell out of the jaws. The "foreign body" was removed. Another device was used to complete the procedure. There was no patient injury. The device and the particulate matter were reported to be discarded by the complainant.

Manufacturer narrative:
The device was not returned to the manufacturer and was reported to be discarded.